Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was unconfirmed. Based on the results of the investigation, a definitive root cause could not be identified as it was not confirmed that there was a problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had e226 and e216 scope communication errors. It is unknown when the reported issue occurred. There were no reports of patient harm.